Event description:
Distributor reported on behalf of user that the device was in use when the user was admitted to the hospital on (B)(6) 2013 for elevated blood glucose levels. The user stated that they had not been receiving the necessary amount of insulin. The user was given treatment and left the hospital the same day. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.